Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure for pregnancy with uterine scar and nuchal cord, when the doctor used the absorbable suture, the suture broke. The medical staff immediately used a backup suture, but the backup suture also broke. To ensure surgical safety, the medical team urgently sourced other sutures, resulting in a delay in the patient¿s surgery of not more than 30 minutes. After the incident, the patient reported a slight discomfort at the suture site.

Manufacturer narrative:
D10 concomitant product: vlocl0336, vlocl0336 v-loc* 180 0 grn 60 cm gs21x12, (lot # a3m1545vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.